Manufacturer narrative:
Mean age of patients. Majority gender of patients. Article published date if information is provided in the future, a supplemental report will be issued.

Event description:
Journal: korean journal of radiology title: paclitaxel-coated balloon angioplasty for early restenosis of central veins in hemodialysis patients: a single center initial experience objective: to report the results of angioplasty with paclitaxel-coated balloons for the treatment of early restenosis of central veins in hemodialysis patients. Event description: patients were treated with inpact admiral drug eluting balloons to treat central vein lesions in the brachiocephalica or subclavian veins. One patient had significant restenosis of the central vein at the 3-month follow-up he was treated with a venous stent at the stenotic site.